Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information was provided.

Event description:
It was reported that the pump fails accuracy testing. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering and not consistent to the manufacturing specifications. The investigation found that inaccurate delivery was the cause of the reported problem as the device was out of specification. For corrective action the expulsor assembly was replaced to meet the manufacturing specifications for accuracy. The root cause of reported problem was unknown. Product is beyond 20 years from manufacture date of 2002-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400. Correction: h4: mfg. Date. 11-apr-2002. Date device returned to manufacturer: updated to 05/26/2022.